Event description:
Customer reported intermittent gas readings on the gas module iii, which may have resulted in an intermittent loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative replaced the unit's multigas and o2 analyzer assembly. Tested, calibrated, and safety checked unit to factory specifications.